Event description:
The customer stated that she wore the insulin pump during and an MRI scan, and subsequently received a motor error alarm. Troubleshooting was performed, and no damage to the drive support cap was noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, follwed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump also had a cracked case at the lcd window corners.